Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 22-may-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup. The lens was inspected under magnification. The complaint device was received cleaned and presented with cosmetic damage to the optic body. Complaint issue "unexpected postop refraction" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu300 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Due to complaints of patient having 2.75d of residual astigmatism, the iol was explanted in a secondary surgical procedure on (B)(6) 2024. It was also reported cylindrical correction was over power, inducing atr astigmatism (2.00 diopters of cylinder @ 180 degrees). The explanted iol was replaced with a diu150 21.5 diopter iol. There was no serious patient injury and no vitrectomy however, the incision was enlarged and planned sutures were required. It is unknown if the planned sutures were used as a prophylactic measure as response provided was na. Patient status post-lens exchange was reported as iol on intended axis. No further information is available.

Manufacturer narrative:
Additional information: section a-5 patient ethnicity: unknown as patient declined to answer. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.